Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. Lead dislodgement was found. Lead was repositioned.

Manufacturer narrative:
No medwatch form was received.